Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had classified atrial high rate events as terminated, but the arrhythmia appear to continue when atrial events occur in the refractory. The device remains in use. No patient complications have been reported as a result of this event.